Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the tubing was blocked making it impossible to complete the silicone oil injection during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.